Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth: unknown. First name: unknown.

Event description:
It was reported that the vestibular table was broken during the implant placement procedure. The implant was removed and patient was sent home to heal. Tooth location 14.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: an osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation. Visual inspection of the as returned product identified minor signs of use, dried bone around the implant and no apparent malfunction. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019011517). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Additionally, the DHR for lot 2019011517 was further reviewed and (final inspection lot 2019011517) attached show that the lot was verified to have all components within packaging and conforming to specifications. Complaint history review was performed for the reported lot number (2019011517) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Date of this report. Expiration date and UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.